Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had intermittent button response due to a flattened dome switch on the down arrow button. No ramping number anomaly was noted on the display.

Event description:
Customer reported an unresponsive keypad on her insulin pump. Customer's blood glucose was 210 mg/dl at the time of the call. Customer stated that the numbers on her insulin pump will continue to increase while giving herself a bolus delivery. Customer also stated she had tried taking out the battery to reset the insulin pump. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.